Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of assembly process found the implants are inspected after assembly to ensure they are correctly seated on the needle prior to packaging. A visual inspection revealed the device was returned placed back inside original packaging and no longer sealed. The anchors and suture were not returned with the device. The actuator was fully deployed. No physical damage visible to the device. A functional evaluation revealed the actuator functioned as intended. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, after t1 anchor of the fast-fix flex curve was successfully deployed, it was noticed that t2 anchor was missing when trying to deploy it. T1 was not removed from patient. The procedure was completed without delay using a back-up device. No further complications were reported.